Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results from coaguchek xs meter serial number (B)(4). The result from the meter was >8.0 inr from the patient's right hand. Within 7 hours using the same vial of strips, the repeat result from the meter was 5.3 inr from the patient's left hand. The patient declined a blood collection for laboratory testing and was advised to withhold coumadin for two days. There was no allegation of an adverse event. The patient had no signs of bleeding or bruising, no changes to coumadin, no other blood thinners, no changes in health, no changes in other medications, no lupus, no hematocrit issues, no antiphospholipid antibodies, and no direct thrombin inhibitor. The patient had been eating "greens" the week of the event. The customer observed the qc check during all testing. The therapeutic range was 2.0 - 3.0 inr. The customer's returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.6 inr; donor #2 inr: 2.6 inr. Donor #1 hct: 44%; donor #2 hct: 54% . Testing results: donor #1: retention meter with master lot strips: 2.6 inr; donor #1: customer meter with returned strips: 2.5 inr. Donor #2: retention meter with master lot strips: 2.6 inr; donor #2: customer meter with master lot strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. Relevant retention test strips (lot 266837-12) were tested in comparison with the current master lot coaguchek xs pt test strip. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation was unable to find a definitive root cause.